Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not get the hsg done as it was not covered under her insurance and declined in order to pursue the same". The patient's medical history included weight gain, depression, adhd, sinus disorder, premenstrual syndrome, lumbar scoliosis, cholecystectomy, pregnancy (4 pregnancies (three term vaginal deliveries, one elective termination)), genital herpes, human papilloma virus infection and gonorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgey to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : medical device removal and device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not get the hsg done as it was not covered under her insurance and declined in order to pursue the same". The patient's medical history included weight gain, depression, adhd, sinus disorder, premenstrual syndrome, lumbar scoliosis, cholecystectomy, pregnancy (4 pregnancies (three term vaginal deliveries, one elective termination)), genital herpes, human papilloma virus infection and gonorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgey to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : medical device removal and device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.